Event description:
It was reported that the boston scientific warehouse received a loaner kit return from a hospital. Upon opening the loaner kit they identified an explant. Bsc sales representative is following up with hospital for details around explant. No further information was provided.